Manufacturer narrative:
(B)(4). Additional information received: unfortunately, despite multiple attempts customer didn`t provide any additional details (regarding additional information that was requested). See additional information that was requested below. Attempts have been made to obtain the following information: what procedure were they performing? Was there any patient consequence? If yes: please explain? How was the patient consequence resolved? Which lot number belongs to the reported device, r4143g or r4047e. To date, no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent. Corrected data: lot number could be r4143g or r4047e. Customer was unable to confirm. A manufacturing record evaluation was performed for the finished device lot numbers r4143g and r4047e and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk additional information received: a photo was received for review, and upon visual inspection of a photo, the following was observed: the photo shows the tip of the dissector from top view and the cotton were observed to be detached. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, product had split into pieces. All pieces of product have been removed from patient body. To complete procedure, physician used another product of the same type. Patient consequence was not reported.